Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker and non-bsc right atrial (ra) and right ventricular (rv) leads reported chest pain around the device site. Also, alerts for out-of-range (oor) pacing impedances were triggered for both ra and rv channels. A lead safety switch was activated for the oor values in the ra lead. Unstable pacing impedances were observed on the rv lead. A spring contact situation was suspected; therefore, it was recommended to use split unipolar pacing and bipolar sensing on both leads. Regarding the chest pain the physician mentioned it was not device related. The patient is paced at max output. The pacemaker, ra and rv leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker and non-bsc right atrial (ra) and right ventricular (rv) leads reported chest pain around the device site. Also, alerts for out-of-range (oor) pacing impedances were triggered for both ra and rv channels. A lead safety switch was activated for the oor values in the ra lead. Unstable pacing impedances were observed on the rv lead. A spring contact situation was suspected; therefore, it was recommended to use split unipolar pacing and bipolar sensing on both leads. Regarding the chest pain the physician mentioned it was not device related. The patient is paced at max output. The pacemaker, ra and rv leads remain in service. No additional adverse patient effects were reported.